Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula which led to high blood glucose level. They tried to treat it with bolus via pump but on (B)(6) 2023, she first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. The patient's highest blood glucose level was over 700 mg/dl. The issue occurred with one infusion set and the issue occurred within three or more hours after insertion. Moreover,the infusion set was used for five hours and the site was patient's abdomen. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient replaced the infusion set and insulin was resumed successfully. At the time of this report, the patient was not released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.